Manufacturer narrative:
(B)(4). The customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all performance verification test (pvt).

Event description:
The customer reported that the 840 ventilator had an erratic display while in use on a patient. There was no patient harmed or injured as a result of the event.